Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h9, h10 visually verified item lot combination and reviewed manufacturing date as tasp exhibits signs of use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations / anomalies identified. A complaint history search will not be performed as these devices are within the scope of a previous CAPA design update. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. The device is confirmed to have been a part of a previous CAPA investigation. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. Complaint confirmed. The root cause is considered to be a previously addressed design issue. A CAPA was previously initiated to further evaluate the reported event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported through a worn instrument return form that the item is missing a bearing. No patient involvement or impact has been reported at this time. Attempts for additional information have been made and none has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03581, 0001822565-2022-03583, 0001822565-2022-03584.